Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported patient has a ¿desire and intention for removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿inflammation,¿ ¿tissue damage,¿ ¿itching,¿ ¿pain¿ and ¿lumpiness.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿depression,¿ ¿chronic insomnia,¿ ¿chronic headache,¿ ¿gi upset/reflux, diarrhea/nausea/vomiting on an ongoing basis¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing;¿ these events are not related to the device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via company representative that they have "balls around lymph nodes in right axilla." Healthcare professional reported rupture. Device remains implanted.